Event description:
Customer reported issues with the insulin pump. Customer states that the buttons seem to work randomly. The blood glucose readings are 386 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had no button response due to flattened esc keypad dome. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube. Unable to perform the displacement test due to the keypad anomaly.